Event description:
Procedure type: laparoscopically assisted vaginal hysterectomy. According to the reporter: the endo catch bag broke. The ring in the deice separated into two parts. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.